Event description:
Cormet revision after 5 years, 11 months.

Manufacturer narrative:
(B)(4), the patient's notes, medical history, device details, explant and x-rays were requested in order to progress with the investigation. However, these have not been made available to corin and, therefore, there was only limited information available for the investigation. No device related issue has been identified.